Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery in (B)(6) 2010. At an unspecified time post-operatively, it was noted on imaging that one screw in the multilevel pedicle screw construct was broken. Approximately, six months post-operatively, a surgical procedure was performed to replace the screw construct. The surgery was performed successfully. The surgeon reported that the patient is obese.

Manufacturer narrative:
The device was not available for evaluation at the time of this report.